Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A xtr clip was chosen for implantation. After grasping several times, leaflet injury was observed. One clip was implanted, mr remained unchanged.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A xtr clip was chosen for implantation. After grasping several times, leaflet injury was observed. The clip was implanted, mr remained unchanged.

Manufacturer narrative:
In this case, there was no functional testing that was needed for the returned device as there was no reported device malfunction associated with the cds, and the clip was not returned as it was implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury (leaflet injury) resulting in mr is related to procedural conditions and due to the clip. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.